Event description:
Customer reported that their pump screen was dark and wouldn't turn on. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to troubleshoot the pump by checking the power source and pressing the button, but the pump did not respond. Cts determined that a replacement pump was necessary and arranged for its delivery. Customer acknowledged that they would complete necessary training before using the new pump and was instructed to return the malfunctioning pump to tandem. Customer reverted to an alternate method of insulin therapy.